Event description:
Boston scientific received information that this implantable cardioverter defibrillator declared a battery status of elective replacement indicator (eri). The device battery was suspected to have depleted prematurely. All lead measurements were reported to be stable and within normal operating ranges. The device was explanted and replaced. There were no adverse patient effects related to the procedure reported. The device has been returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional infomation becomes available, this report will be updated.

Event description:
Subsequent information indicates that the competitor's right ventricular (rv) lead remains in service. The field representative indicated the patient's physician has been made aware of the potential shorted lead condition and a course of action is still being determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. Visual inspection of the device case noted tool markings, typical of those occurring during explant. The device header was confirmed to be firmly attached to the device case, and an x-ray of the device header confirmed the header wires were all intact. Visual inspection noted no arc marks on the device case. A review of device memory revealed the device had delivered shocks into a shorted lead, resulting in a shorted lead fault. Charge timeout faults were also noted and the device declared end of life (eol). An x-ray of the device's internal components confirmed the plasma fuse had been damaged, due to delivering shocks into a shorted lead. The damaged plasma fuse led to longer than expected charge times, which caused the device to declare eol. Additionally, analysis determined that the shorted lead fault was not displayed upon interrogation, due to a software setting in the programmer which did not allow the fault to be displayed once the device had declared eol.